Event description:
Stricture was discovered on a pt during f/u visit and described as mild - non- circumferential scarring. Dilation was performed and considered resolved. There was no associated malfunction of the device.